Event description:
As reported, the patient underwent revision of the insert due to unknown reason. No additional information is available or forthcoming. The device is not available for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. As reported, on (B)(6) 2020, the patient underwent revision of the insert due to unknown reason. No additional information is available or forthcoming. The device is not available for evaluation. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.